Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower was completely dead and would not turn on. The customer attempted to reboot multiple times, unplugged and plugged it back in, and confirmed that the outlet had power. The customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not turning on. A technical support specialist stated that the customer informed the station was able to be powered on at the moment. The customer explained that they worked with a pharmacy technician to bypass the power directly from the outlet and was able to resolve the issue. However, when the auxiliary drawer was connected to the tower with station 11e, the station completely shut down and lost power. The customer mentioned that some parts needed to be replaced for the tower station and requested a field service engineer to check the unit on-site. A field service engineer (fse) found 5.2 drawer on the aux, but no lights were there. So, the fse replaced the drawer board. The system functioned as intended after the field service engineer repaired the device.